Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated he remembers going to sleep in the evening and waking up on the floor. He indicated that at some point of the evening, his daughter checked on him and found him passed out on the floor and the continuous glucose monitor (cgm) was displaying 68mg/dl. The patient stated a finger stick was performed and their blood glucose (bg) was 40mg/dl and shortly after, the cgm displayed 40mg/dl. The patient's daughter provided the patient with soda and a peanut butter sandwich and was able to bring the patient's bg up. There was no allegation against the device as the patient was unable to confirm if his bg values were inaccurate at the time of event as he was sleeping. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.